Event description:
Complainant alleged that the emergency room staff was attempting to pace a pt (age and gender unknown) using a competitive brand product (physio control model lp9), but that device malfunctioned. The staff then obtained the zoll ntp1000 device from another department to pace the pt. The pt's heart rate was between 20 and 30 bpm. The complainant indicated that initially the zoll device was achieving good pt heart rate capture and good wave form, but then the device stopped emitting a pacer output. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction, the clinician converted the pt by administering additional drugs.